Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The drive support disk was inspected and no anomaly was noted. The pump had a scratched display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level 500 of mg/dl. The customer had symptoms such as nausea and treated with syringe. The customer's blood glucose value was 323 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap was loose. The damage was not caused by a vehicular accident and there is no damage to the reservoir. There is no physical damage to the pump. The customer states when she pushed the cap noticed it was loose. The customer will return the pump back for analysis.